Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. It was also reported that the pump battery was depleting quickly. Customer¿s blood glucose level was "high", although a specific value was not provided. The customer addressed elevated bg with a manual injection.